Event description:
Health professional reported a lap-band and port were removed due to "abdominal discomfort."

Manufacturer narrative:
Medwatch sent to FDA on: (B)(4) 2011. The product associated with this report was returned however, the device analysis results are pending at this time. Based upon the serial number provided by the reporter the connector type is assumed to be a taper ii. Visual examination may confirm or determine another connector type associated with this report. Pain is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of pain as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: abdominal pain, dehydration, chest pain, incision pain, and port site pain."